Manufacturer narrative:
The customer's complaint of "the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the system error was determined to be the drivetrain motor brake gap being wide and out of specification. As a result, the autopulse stopped functioning due to a system error, as designed. Upon visual inspection, unrelated to the reported complaint, cracks on the screw well on the front enclosure handle and a missing screw from the load plate cover were noted. The likely cause of the observed physical damage was user mishandling, such as a drop. The damaged and missing parts need to be replaced to address the observed physical damage . Upon further inspection, unrelated to the reported complaint, it was noted that the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The clutch plate needs to be deburred to remedy the problem. A review of the archive data showed a system error 139 (unable to hold compression position) and user advisory (ua) 17 (max motor on time exceeded during active operation) around the reported event date, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up the device, confirming the reported complaint. After clearing the system error using apvision3, the platform was subjected to a run-in test. During the run-in test, the platform displayed a ua 17 error twice. Further inspection revealed a lot of brake dust on the fan and the air outlet on the bottom enclosure. The brake pad was worn, and the brake gap was wide (out of specification). The drive train needs to be cleaned, and the brake gap needs to be adjusted to the specifications to address the system error and ua 17. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(6)) was deployed to resuscitate a 58-year-old male patient (weighed between 130 and 140 kg) who was in treatment-resistant ventricular fibrillation and needed to be transported. Per the customer, the patient was healthy before the resuscitation and had no previous illnesses. It was a witnessed cardiac arrest with sufficient lay/telephone resuscitation performed by the patient's wife. A total of eight unsuccessful defibrillations were performed. The patient was resuscitated at the scene using autopulse platform for around 30 minutes (even with ccsv ventilation using medumat standard²) without interruptions. Then, the autopulse platform unexpectedly stopped compressions and displayed a "system error, out of service, revert to manual CPR." The transport to the car could not be continued. A second autopulse was requested but unavailable promptly due to parallel operations. The crew immediately started manual CPR. After more than an hour of CPR attempts, the resuscitation was discontinued. The patient died at the scene. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluated the incident, and it was determined that the death was not related to the autopulse device.